Manufacturer narrative:
Conclusion: vessel perforation is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The pt presented with a nihss of 11. The pt had a carotid t terminus clot. The physician put a 6f sheath in the carotid and placed a reperfusion catheter 054 coaxially with the reperfusion catheter 032. The physician started to use the penumbra system separator 054 with the 054 catheter. About two mins later, he noticed a spasm in the proximal internal carotid artery due to the sheath. He took out the 054 separator and he infused verapamil to treat the spasm. He tried to go back in with the separator but was unable to introduce due to the separator tip being mangled. He introduced a new separator and started to work to remove the clot for about two mins. He noticed a small amount of contrast that had stained outside the vessel. The pt complained of a headache. The pt was then put under general anesthesia. The physician removed the 054 catheter and separator and inserted a hyperglide balloon to stop the bleed. The bleed stopped and then he deployed a wingspan stent to open the artery. The pt's condition remained the same the next day (nihss 11). The stent occluded the next day with a CT scan. The physician thinks the separator may have gone into a peripheral branch and may have perforated. He says he did not think the product malfunctioned.